Event description:
Unable to communicate with device using appropriate programmer. Confirmed problem using second programmer and verifying programmer operation with a new device provided by st jude rep. Rep present for device check. MFR tech support consulted for add'l assistance. MFR requested device be explanted and replaced. Pt admitted to telemetry unit and device replaced the following day.